Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock connection was disconnected from the infusion set tubing even though the customer ensured that the tubing connection was straight and secure. Reportedly, the customer stated that the tubing appeared to have "unthreaded itself" and that the luer lock did not break. The customer's blood glucose level was not impacted. The tubing was replaced and it was connected to the luer lock connection.